Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had a long of bowel issues in their history and surgeries for the bowel and because of that they had a lot of scar tissue and not a lot of muscle mass so they had a lot of bladder leakage and so they got the implant to help with their bladder leakage. Patient stated since they were implanted on (B)(6) 2024, the therapy didn't seem to be helping their bladder at all (they were leaking like a sieve) and the therapy seemed to be negatively influencing their bowels. Patient's reason for call is their health care provider was out of office until (B)(6) 2024, and they were trying to find a setting that helped their symptoms however every time they changed programs, the therapy was turning off. Patient services reviewed device description/function as well as therapy expectations and programming and stimulation considerations with the patient. Patient confirmed understanding now of how the therapy was intended to work. Patient stated they believed the therapy might have been off for a few days which was why it felt like it was doing nothing, and their pads were soaked. Patient was going to start with program 1 and increased the stimulation to a comfortable level where they confirmed feeling it in their bike-seat. Patient is going to monitor their symptoms and follow up with their health care provider when the hcp comes back from being out of office sometime after (B)(6). Confirmed stimulation in bicycle seat area and comfortable.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.